Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, an arc was seen from the chain of the o2 supply cap to the door of the truck. The device is still functional. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Evidence of the customer's report was observed upon receipt of the device. However, the customer's report was unable to be duplicated during testing. The power supply was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.